Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet user experienced repeated overnight hyperglycemia after dinners that were not announced to the device, including a cheeseburger sub, with glucose rising around the dinner time window and remaining above range until the following morning; the device and supplies had been changed prior and were reported to be functioning, and no alerts or alarms were noted. Symptoms included stomach pain, headache, and nausea. Outcomes included no use of backup therapy, no ketone testing, and no professional medical intervention. Investigation included review of user-reported history and device use patterns along with troubleshooting and education. Investigation of this case revealed meal announcement omissions associated with postprandial and overnight hyperglycemia, with in-range overnight control on days when meals were announced. It was concluded that the event was attributable to user management of therapy, specifically missed meal announcements.